Event description:
It was reported that an ilet device had an unresponsive touchscreen, and troubleshooting revealed a cracked display that impaired normal operation and required replacement. Symptoms included no alerts or alarms and an inability to interact with the device due to the damaged screen. Outcomes included loss of water resistance, potential interruption of therapy, and the need for backup diabetes management while functionality was in question. Investigation included remote troubleshooting, verification of shipping details, and instructions for return and data handling. Investigation of this case revealed physical damage to the screen consistent with breakage, resulting in a nonfunctional user interface. It was concluded that the device experienced a hardware failure due to a cracked screen, and replacement was indicated.